Event description:
It was reported that tip damage occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was advanced through the atrial septum. The soft end of the was folded during advancement. This same was still used to successfully complete the procedure. No patient complications were noted.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a watchman access system (was) with the dilator in the sheath, and blood in the device. Microscopic examination revealed tip damage as the tip was folded outward. Product analysis confirmed the reported event, as the tip was damaged.

Event description:
It was reported that tip damage occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was advanced through the atrial septum. The soft end of the was folded during advancement. This same was was still used to successfully complete the procedure. No patient complications were noted.